Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced gastrointestinal (gi) bleeding. The patient was on heparin at the time of the bleeding and discussions were initiated to explant the device. No additional information related to the resolution of the reported observation was provided. The patient's condition was stable post procedure.